Manufacturer narrative:
Device evaluation: returned device was received with bottom case cracked by l-bracket, ripped plunger tube seal. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump,hadlogic board issue. No adverse patient effects were reported.